Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the pre-operative device interrogation for open heart surgery, the right atrial (ra) lead and pacemaker exhibited an increase in threshold measurements to 3.5 volts and an increase in pacing impedance measurements to greater than 2500 ohms. It was noted that the patient was lost to follow up and has not been seen in almost two years. Review of the measurements note an increase approximately seven months earlier to greater than 1000 ohms. The ra lead was tested in unipolar with an impedance measurement of 410 ohms and a threshold measurement of 1.0 volts. The patient is zero percent paced in the atrium and the ventricle thus they were reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.